Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. A functional evaluation of the returned device revealed a balloon leak. The root cause of the leak was not able to be determined. The balloon was examined microscopically and there was nothing found to indicate the cause of the pinhole.

Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a procedure performed in 2005, (patient gender, age, and weight are unknown). According to the complaint, the balloon was inserted and the inflation was carried out with distilled water. However, the balloon was unable to inflate, so this product was removed and re-checked out of the patient's body. The physician noted that a balloon rupture had occurred. The procedure was repeated with another device from an unknown manufacturer. The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."